Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was retuned for sample evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. One electronic photo was provided for review. The investigation is confirmed for the reported repair kit ballooning issue as ballooning was noted on the repair catheter in two separate locations. The first ballooning was just distal to the luer, the second ballooning was approximately 3.6cm from the distal end of the luer. Further during functional evaluation, upon infusing at hydrostatic pressure both ballooned areas swelled further. However, the segment was able to be infused and aspirated without issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four years post catheter repair, the device allegedly stretched. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that four years post catheter repair, the device allegedly stretched. The procedure was completed using a repair kit. There was no reported patient injury.